Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving the everflex entrust 6x150x120 stent, there were deployment issues as the stent was initially unable to deploy in the left superficial femoral artery, specifically at the mid and distal locations. The thumbscrew/lock-pin was checked for securement prior to procedure. The thumbscrew/lock-pin was removed prior to attempted deployment. The target lesion was characterized by plaque with minimal tortuosity, moderate calcification, 60% stenosis, and a length of 120 millimeters. The artery diameter was 6 millimeters. The procedure involved pre-dilation with a hawkone lx atherectomy device and a 5x60 evercross balloon, followed by post-dilation with an evercross 6x120 balloon. A 6x55 non-medtronic sheath and a 014 non-medtronic guidewire were used. Despite the initial deployment issue, the procedure was completed successfully after advising the physician on a workaround to release the stent, resulting in its successful deployment. The delivery system was safely removed from the patient. The patient outcome was reported as alive with no injury. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis the device was returned dismantled, the device was identified by the strain relief, due to the condition of the returned device, no further testing could be performed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.